Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3: no: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor has issues with a toric lenses that has rotated multiple times in a patient. The initial intraocular lens (iol) rotated and was explanted. Then it was also reported that the toric replacement iol was implanted at 98 degrees, but this one also rotated a few days after it was implanted in the patient's left eye. Day #1 post op, -1.00+2.00x130 20/25, lens at 91 degrees. Day #8 post op, -2.00+4.25x110 20/25 lens at 53 degrees. Then lens rotated from 53 degrees to 95 degrees. It was noted that at day # 1 post op lens rotation -.50+1.00x74 20/20 lens at 95 degrees. Then at day # 8 post op rotation of lens -100+2.00x115 20/20 lens at 68 degrees. There was second lens rotation and repositioned on 12/10/2024 lens rotated from 68 degrees to 95 degrees, post op tomorrow to check on stability. Iol remains implanted. No other information was provided. This report is for the replacement intraocular lens that was repositioned rotationally. A separate report is being submitted for the initial iol that also rotated then explanted.